Manufacturer narrative:
The user was on nightshift and inserviced by another nurse. Bd sales rep found that the user had not been inserviced properly. The bd rep re-inserviced the user. No sample sent for investigation. (B)(4).

Event description:
Clinician was pulling back on white part of nexiva slowly. When he heard first click, he then positioned his hand to pull on the grey. The safety became dislodged and poked his other hand.